Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was not found out of specification in relation to the reported air in line alarm. A single air in line alarm was verified through a review of the event history log and device was in specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an air in line alarm during therapy on a patient. It occurred in the intensive care unit while administering levo at unknown volume, rate and dose. Device alarmed air in line and was cleared by staff, patient's blood pressure dropped. Epinephrine was administered unsuccessfully and the patient expired. No additional information is available.